Event description:
It was reported that the patients spinal cord stimulation (scs) leads had impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively, and the explanted device was disposed by the facility.